Manufacturer narrative:
Per the clinic, the patient was under general anesthesia on (B)(6) 2025. Device analysis report attached.

Manufacturer narrative:
Correction: the MDR - follow-up report #1 [6000034-2025-04426] submitted on january 12, 2026; was filed inadvertently. Per the clinic, the patient was placed under general anesthesia (specific date not reported) for revision surgery procedures, not for an explant date as per previous report.

Event description:
Per the clinic, the patient experienced scaling on the scalp, exposing the receiver/stimulator. Revision surgeries to reposition the device were performed twice (specific date not reported) but the issue did not resolve. Subsequently, the device was explanted (specific date not reported). It is unknown if there are plans the re-implant the patient as of this date of report.